Event description:
Boston scientific received information this patient experienced loss of capture for a unintended duration during a pacing threshold test due to disruptions in radio frequency (rf) telemetry with this zoom latitude programmer. The patient was pacemaker dependent, however there were no adverse patient effects reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed how turn rf off, both permanently and temporarily. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.